Event description:
A malfunction alarm was reported, leading to the customer's blood glucose level exceeding 500 mg/dl, with specific values being unknown but indicated as "high." The customer was assisted by technical support to reset the pump and advised to continue using it, with instructions to call back if any malfunction code recurs. The issue did not recur, and no adverse impact to the customer's blood glucose level was reported beyond the initial event.